Event description:
Boston scientific crm received information from the patient's family member that the patient with this pacing system experienced syncope. It was reported that the patient underwent an additional surgical procedure for this pacing system. The device remained implanted for seven years and was recently explanted, replaced and returned for normal battery deletion. The leads remain implanted with the new pacemaker.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a comprehensive series of diagnostic and electrical tests were conducted, verifying the performance of pacing, sensing, and memory recording functions. Analysis was unable to determine the reason for the clinical observation.